Event description:
It was reported that the patent was admitted on (B)(6) 2020 with drainage around their driveline exit site. A surgical debridement was performed on (B)(6) 2020. Cultures in the operating room were found to have been positive for pseudomonas. The patient was discharged home with intravenous antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.